Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. X-ray examination of the lead found the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed failure to capture on the right ventricular (rv) lead; rv lead dislodgement was suspected. An x-ray was performed and confirmed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.